Event description:
Additional information received identified during a routine right heart catheter procedure on (B)(6) 2019, the sensor was recalibrated, and the mean was increased by 15 mmhg. Accurate readings were observed under the manufacturer's patient care network database. The patient is a clinical study patient.

Event description:
It was reported (B)(6) the hf sensor exhibited inaccurate readings which were not correlating with the clinical symptoms. As a result, the sensor was recalibrated. Means of recalibration is unknown at this time. Accurate readings were observed under the manufacturer's patient care network database. The patient is a clinical study patient.